Event description:
So, wearing a google pixel watch 4 I measured my hr. The device synced with my google pixel 10 pro's fitbit. The problem is the difference in the values they display. On the phone, which is most probably more correct: 52-161 bpm on fitbit: 51-204 bpm then today the same again. It makes absolutely no sense that both do not show the same. The problem is most likely that fitbit (a google product) and the pixel watch use different algorithms or there is a syncing issue, which I find hard to imagine. This happens a lot, though seldom this drastically. Given these are FDA certified devices, I was wondering what you think regarding it. I reported it to google too, they made me jump through all the hoops like reinstalling the fitbit app, which resulted in no change. I am uploading the screenshots below. Pt-4582. Device-2588. Referenced reports-mw5180945.